Event description:
It was reported that the patient was asymptomatic. It was noted that there was no capture observed on the right ventricular (rv) lead in hospital prior to the procedure. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable.